Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported, "pt is a male, underwent left tha revision surgery in 2007 at hospital. Pt was revised due to acetabular loosing."